Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been hospitalized for high blood glucose levels. It was reported that no further information was gathered. The customer was attempted to be reached, but there was no answer.